Manufacturer narrative:
(B)(4). Device not returned. There are several potential causes for prosthetic valve stenosis (e.g. Calcification, pannus growth). Unfortunately, the valve was not returned to edwards for analysis, and therefore, the root cause of this event could not be confirmed. Per the operative report,"the mechanism of failure of this valve was pannus formation around the previous leaflets" which likely caused the reported severe mitral stenosis. Additionally, "pannus was removed and the valve leaflets actually function normally". Host tissue/pannus growth is a complex process triggered by the interaction between the host and the device and is highly variable among patients. Literature defines pannus as a type of scarring and tissue ingrowth. It is not currently possible to predict the occurrence and severity for any given patient with a bioprosthetic heart valve/annuloplasty ring. A certain degree of host tissue growth is expected. However, abnormal or severe pannus growth can eventually affect the function of the valve. According to literature, pannus typically occurs between 12 months to 5 years. Pannus occurring prior to 12 months is rare and suggests patient factors may have played a significant role. Since the mechanism of host tissue growth in bioprosthetic heart valves/annuloplasty rings is still not fully understood, the root cause for the host tissue growth for this particular valve cannot be determined at this time. It was additionally reported that the patient expired during the procedure from ventricular failure and eventually cardiac arrest. Ventricular failure can have multiple etiologies and is often due to progression of underlying disease processes, including uncontrolled hypertension, myocardial infarction, cardiomyopathy, fluid overload, or valvular dysfunction. No further actions are possible with the available information.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was reported that the mitral valve was explanted after an implant duration of approximately 6 years and 1 month, due to severe mitral stenosis and pannus. Per the operative report, the subject mitral valve was exposed and all of the mitral valve sutures were intact. There was no perivalvular leak. The leaflets, however, were rather stiff. The subject valve was excised. It was obvious that the mechanism of failure of this valve was pannus formation around the previous leaflets. The previous operation was a chordal sparing procedure and it appears that this created some inflammation and essentially a pannus over 2 of the leaflets in the more posterior position on the valve. That allowed it to be very stiff. Once the valve was excised, pannus was removed and the valve leaflets actually function normally. A 25 mm edwards valve was seated. The valve was in good position. Multiple attempts were made to wean from cardiopulmonary bypass (cpb) and had continued right ventricular dysfunction and failure. Ultimately, after approximately an hour and 45 minutes of trying, the patient was wean from cpb. Eventually once the patient was off cpb, the heart went into progressive right ventricular failure. This extended to lv failure and eventually cardiac arrest. The patient was pronounced dead in the operating room at 1825 on (B)(6) 2012.